Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 38 mmol/l. The customer did not mention any form of treatment for the low blood glucose. The customer states that the wrong transmitter identification was programed in the insulin pump. The customer's call was disconnected. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.